Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report: section d. Box 2. Product code h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the pod coil through the lantern, the physician experienced resistance. While retracting the pod coil, the physician experienced resistance and noticed that the pod coil had unintentionally detached within the lantern under fluoroscopy. The lantern containing the pod coil was removed. It was reported that the pod coil was unraveled. The procedure was completed using non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.